Event description:
The injecting physician reported that after treatment with juvederm ultra plus in the nasolabial folds, the patient called to report pain and an infection. The patient went to dentist not the initial injecting physician, who diagnosed an infection and prescribed oral antibiotics along with pain medication. This is the same event and the same patient reported under MDR ID# 3005113652-2008-00007. This is the first MDR submitted for the first suspect product.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, as all the analysis results of the batch are conforming, it is probable that the patient had an undesirable side effect to the injection, as indicated in the dfu (secondary reactions, such as pain at the injection site, can occur). Furthermore; as for all injectable products, the procedure carries a risk of infection.